Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. There was no capture at maximum outputs in all pacing vectors. The device was reprogrammed to rv only. The patient planned to follow-up at the clinic for further troubleshooting. This crt-d and lv lead remain in service. No adverse patient effects were reported.